Event description:
It was reported that a high impedance of 3485 ohms was measured on unipolar electrode 11 of the patient¿s system. The patient¿s physician was reported to have ¿not believed it was a problem with the implant¿ and instead ¿said it must be a hardware issue.¿ the patient required and underwent reprogramming as a result of the event. It was ¿unknown¿ whether the patient had experienced any symptoms or complications due to the event. The patient was reported to have been alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0203482887, implanted: (B)(6) 2010, product type: lead; product ID 3389-28, lot# 0203472022, implanted: (B)(6) 2010, product type: lead. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).